Event description:
It was reported that a patient with an intraocular lens (iol) is having issue seeing up close in the right eye. The patient stated that his physician indicated that he will not help him resolve his issue with seeing up close and no longer wants to help him. The patient's physician is telling him that he has 20/20 vision, but patient is stating he can't see up close and distant is also getting worse. Through follow-up, the patient reiterated that he cannot see well and distance vision was bad from the get-go. The surgeon told the patient he would get his close up vision back and that is what he requested from the doctor. However, the doctor is saying his vision is 20/20 and does not want to see or refund the patient. The surgeon recommended lasik in the right eye, but the patient's previous doctors told the patient not to do lasik or he will be stuck with the iol and may not be able to exchange the lens later. The patient is seeking a second opinion doctor and that doctor indicated he is willing to do a lens exchange. The patient confirmed the visual issue is not debilitating- he has not stopped driving or stopped any daily activity of his. The blurriness is getting tough to see, it is irritating, and getting bad. At this time, the lens remains implanted. The patient called to report that his lens was explanted from his right eye and replaced with a non-johnson & johnson lens. The patient is happy with his outcome. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/asked but declined to provide. Device evaluated by MFR: other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided by the patient's explanting physician and reported patient can see the rings in his vision and is noticing clouding in his right eye. Patient feels like he is seeing better with his left eye. Through follow-up, the patient confirmed he was seeing rings in his right eye. No other information was provided. Therefore, this supplemental report captures section h6: health effect - clinical code: 2140. The following section has been updated accordingly: section h6: health effect - clinical code: 2140 visual disturbance- dysphotopsia. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.